Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days post implant, the right atrial (ra) lead dislodged, confirmed by chest x-ray and exhibited no capture. The ra leads output and mode was reprogrammed and then lead was turned off. The ra lead will be revised at a future date. No patient complications have been reported as a result of this event.